Event description:
According to the report, the surgeon described a problem occurring during an aortic dissection procedure in which bioglue was "breaking off in small pieces inside the lumen."

Manufacturer narrative:
According to the report, the surgeon described a problem occurring during an aortic dissection procedure in which bioglue was "breaking off in small pieces inside the lumen." Numerous attempts were made to obtain further information from the surgeon, including the lot number of the bioglue involved in the event. However, no further information was provided. As the lot number was not provided, a review of shipping records was performed to identify the lots shipped to the hospital during the six months prior to the report. Four lots were identified as having been shipped to the hospital in the six months prior to the report. A review of the device history records was performed for each of these lots. Each lot was found to meet all physical, functional, microbial, and chemical specifications per the device master records. Due to the limited amount of information available, no definitive conclusions can be made. Based on the event description, it is possible the false lumen was not properly cleaned prior to bioglue application, causing the bioglue to not adhere adequately and then appear to "break off" in pieces. It is also possible that sterile gauze or a balloon catheter was not inserted into the true lumen to define the distal terminus. This could have resulted in bioglue entering the true lumen via a distal re-entry point. The bioglue surgical adhesive instructions for use directs, "bioglue to be applied as a thin layer. Bioglue should not be applied in excess. Do not allow bioglue in either the uncured or polymerized form to contact circulating blood. To prevent the entrance of bioglue into the cardiovascular system, avoid any negative pressure during application and polymerization of bioglue." The cryolife representative has reviewed the setup and application of bioglue as well as techniques for use during aortic dissection procedures. No further action is warranted at this time.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.